Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6)2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed oversensing of short v-v intervals. A high rate of mode switch rates were noted and it was possibly due to a history of far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was noted on the ra lead.